Event description:
A customer reported that during surgery, there were issues with the aspiration, cautery, and vitrectomy. The system was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported vitrectomy issue. However, a cleaning pak for the fluidics module was installed to address the aspiration event. A "bad contact" was identified on the cautery pcb (printed circuit board) and repaired. The system was then tested and met all product specifications. No samples returned for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).